Manufacturer narrative:
A getinge service territory manager (stm) evaluated the iabp and was able to reproduce the alarm message. To resolve the issue, the stm replaced the motor control board, which got rid of the alarm. However, the compressor did not pass the compressor performance test. The fse replaced the compressor on another complaint, reported under mfg report# 2249723-2019-00977. All functional and safety tests were passed to meet factory specifications. The iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that upon start up, the cardiosave intra-aortic balloon pump (iabp) generated an "internal error" message and electrical test fails #14. There was no patient involved and no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) evaluated the iabp and was able to verified the alarm message. To resolve the issue, the stm replaced the motor control board and compressor. All functional and safety tests were passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that during start up, the cardiosave intra-aortic balloon pump (iabp) generated an "internal error" message and electrical test fails # 14. It is unknown if a patient was involved; however, there was no adverse event reported.